Manufacturer narrative:
The results of this investigation indicated cusp 1 had prolapsed, resulting in the creation of a fold and incomplete coaptation of the cusps. The stitching along stent posts 1 and 2 appeared to curve to the right at the bottom of the post. There was focal adherent fibrin on the inflow surface of cusp 1 and focal adherent coagulated blood on the sewing cuff. The device history record was reviewed to ensure that each manufacturing and inspection operation had been performed. The review determined the process was performed and completed in accordance with sjm specifications and procedures. There was no evidence found to suggest there was an intrinsic defect in the valve, as supported by review of the valve's device history record, the analysis performed. The cause of the reported event remains unknown.

Event description:
An echocardiogram conducted one day postoperatively showed transvalvular aortic valve regurgitation, which was confirmed with cardiac catheterization. The valve was explanted and replaced with an 18 mm mechanical valve from another manufacturer. The patient was reported to be in critical condition following the procedure.

Manufacturer narrative:
(B)(4).